Manufacturer narrative:
Technician asked the account to disconnect the auto contour cable on the lockout box and run functions. There was no change so the technician asked the account to bypass the lockout box and all the functions worked. Technician told the account to replace the lockout box. No further info is available on the repair of the bed at this time.

Event description:
The account alleged the head down, knee up and knee down functions will not work on the bed and the head of the bed is above 30 degrees. No pt impact.